Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evidence of short battery life is illustrated with 10 counts drastic voltage drops within two hours leading to ¿cs128¿ alarm on (B)(6) 2015. The battery compartment is cracked at threads on the side. Ez-prime steps were performed correctly; all current draws are within specifications. Unable to duplicate ¿short battery life¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the power flex/circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.